Event description:
On (B)(6) 2010, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included no known drug allergies, a "nose job" (also reported as "multiple surgeries on her nose" by the injection physician), a facelift and no previous injection of restylane. The pt's medical history was otherwise unremarkable. The pt's skin type was white to olive. Concomitant medications included an unspecified multivitamin once daily. The pt received a "0.2 cm" injection of restylane for the first time on (B)(6) 2010 to various locations in her nose including the tip of the nose and left and right side of the nose. The injection of restylane was intended to correct an indentation and "fill-in" scar tissue, as the injecting physician was reluctant to do another surgery. No pre-procedure medications were used and no add'l procedures were performed at the time of implantation. On (B)(6) 2010, right after the injection, the pt saw some "liquid" on the tip of her nose that lasted for a day. On (B)(6) 2010, the following day, the pt developed blisters on her nose that had since scabbed over. The pt reported the injection made her nose look bigger and she was not happy with this result. The pt reported the injection caused the skin on her nose to discolor and "turn dark." As of (B)(6) 2010, the pt had developed a penny-size discolored mark on her nose. The pt reported her physician told her she had a reaction to the product. The pt did not receive any treatment for her symptoms. On (B)(6) 2010, the injecting physician confirmed that events as reported by the pt. The injecting physician stated he did not "know about the blistering," but he observed a dry crusted area 1 cm on the tip of the pt's nose during an eval on (B)(6) 2010. The injecting physician was unable to provide a diagnosis for the pt's symptoms, but stated there was "clearly something going on." No treatment had been provided. When asked if restylane caused the reported events, the injecting physician stated, "I guess it was," as the area was in proximity to where the restylane was applied. The injecting physician assessed the severity of the event to be mild.

Manufacturer narrative:
The lot number and expiration date were reported as unk. Company comment: "injection made her nose look bigger and she was not happy with this" is assessed as customer dissatisfaction which is not an adverse event. Additional PMA 510(k) #: p020023.